Event description:
It was reported that the patient started the trial and developed severe pain in the back the next day. The physician removed the leads and the patient was sent to the emergency room for x-ray for a potential break in the sacrum area. The physician believed that the pain was not device related.

Event description:
It was reported that the trial patient had developed a severe pain in the back. The physician removed the lead and the patient was sent to the emergency room for xrays for a potential break in the sacrum area. The physician believes that the pain was not device related. Additional information was received that the device will not be returned. No further information has been obtained despite good faith efforts.